Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was inserted and removed from a patient during an endovascular treatment of a 250 mm in length thoracic aortic dissection. It was reported that the valiant delivery system was unable to be advanced through the curve of the elephant trunk, due to the patient¿s anatomy. The severely tortuous aortic arch exerted a force on the delivery system causing it to be bent and making it difficult to precisely position and implant the device on the proximal side. The procedure was stopped since the physician decided that it was too risky and the valiant stent graft delivery system was removed from the patient. Per the physician, the cause of the event was related to the patient¿s anatomy. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the cause of the reported stent graft positioning difficulties could not be determined from the limited films provided. It is possible that this was anatomy related; caused by the tortuous and angulated anatomy. Implanting into the pre-existing dissection and elephant trunk may have also contributed. Details of the pre-implant anatomy were not provided. Two returned still pre-implant CT-3d recon images confirmed the reported thoracic dissection which originated just past the origin of the lsa. The arch was noted to be angulated and proximal landing zone also contained areas of calcification. Three still angio images during the implant procedure confirmed that the thoracic arch was angulated ~180°. Images during the reported attempted implant of the proximal valiant device across the arch were not seen in the returned films. Another manufacturers device was seen having been implanted proximally, and a valiant was observed to have been implanted into the descending thoracic aorta. In addition, an endurant stent graft system was seen within the aaa. No images during positioning, implant, or delivery system removal of any of these devices were observed, and no obvious stent graft issues were noted in the limited films returned.